Event description:
End users' daughter (B)(6) spoke with (B)(6) in customer service (B)(6) to advise her mother was involved in an injury incident at the assisted living facility she is in. Consumer advised her mothers invacare wheelchair is affected by the joystick recall and has not been replaced yet. Consumer advised mary she wants a technician to replace the joystick by next week. Consumer advised mary that she is no longer speaking to invacare she is seeking a lawyer and will not release any additional information.